Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had a low blood glucose value of 40 mg/dl and is unable to read the screen. Blank display was also reported. Patient's other blood glucose value: 260 and 250 mg/dl. Drive support cap appears normal. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of low blood glucose values. The customer was treated with food. Customer could not finish troubleshooting for any issue. The device is not expected to be returned for analysis.